Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting. Blood glucose (bg) was over 600 mg/dl which was addressed with a manual injection. Reportedly, customer felt bg was due to the site. However, it could not be confirmed. Customer reverted to manual injections as alternate insulin therapy.